Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose at the time of the incident was unknown but the most recent blood glucose was 149 mg/dl. Troubleshooting was not performed because the caller stated that they did not have the customer's insulin pump at the time of the phone call. Nothing further was reported.